Event description:
The customer reported the pump is pulling air through instead of milk. Biomed found when they hooked up the cassette, as soon as the pump started and it tried to lock the cassette on, it pushed the cassette away making it sit at a weird angle. The cassette seems to have a bit of deformity on the inner plastic part. They found the issue seemed to be the combination of the affected cassette and the pump. The cassette on a different pump does not have the issue, and the pump with a new cassette does not have the issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review could not be performed because no lot number was provided. Two videos and one picture were provided for evaluation. Through the videos and picture provided, it was not possible to confirm the reported condition related to air in the line, and it was not possible to visibly observe through the picture any damage to the plastic or to deduce if the sample meets the quality acceptance criteria. The investigation was conducted with the cross-functional team and found that all processes and controls were followed correctly. Based on current information, reviewing the videos and picture, without further investigation of a sample, the root cause or source that originated the reported condition could not be determined. To raise awareness, personnel were notified of the reported failure mode. We will continue to monitor complaint notifications and customer feedback for adverse trends that require immediate attention.